Event description:
Pt in ICU setting with vasopressure medication drips infusing. New bag of medication hung 64mg/250cc at rate of 1.9ml/hour ~ 7am. At 1330 rn noticed bad had less than 100cc of fluid left. Pump sequestered and tested by biomed. Biomed was able to reproduce over infusion on channel "a". Error believed to be mechanical.